Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2001, a taxus express2 stent was implanted in the proximal right coronary artery (rca). (B)(6) 2011, the patient was found to have 75% in stent restenosis of the previously placed taxus express2 stent in the proximal rca. The restenotic was 20mm long with a reference vessel diameter of 3.5mm. The patient was treated with balloon angioplasty resulting in 0% residual stenosis and the antiplatelet medication was changed from anplag to pletaal. The patient was discharged 6 days later.

Manufacturer narrative:
Describe event or problem: corrected. Upn corrected from (B)(4) to (B)(4). Occupation corrected from 'health professional' to 'physician'. Date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, device lot number, device expiration date, name prefix, device manufactured date: updated. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2012-07573. Previously it was reported that a taxus express2 stent was implanted in the right coronary artery (rca) in (B)(6) 2001 and the correct date should have been (B)(6) 2008. It was further reported that in (B)(6) 2008, the patient presented with unstable angina pectoris. A 75% stenosed, de-novo lesion, with a reference vessel diameter of 3.50 mm and a length of 44.0 mm, was treated with pre-dilatation, stent deployment, and post-dilatation with residual stenosis of 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications six days later.